Event description:
It was reported that a pump alarm was heard and confirmed by telemetry. Telemetry confirmed a non-critical alarm occurred due to the elective replacement indicator (eri) and question marks were displayed after the eri. However, the patient was seen approximately one month prior and it was noted at that time that the pump had 18 months until the eri. There was no report of a therapy or medical problem and no report of patient symptoms. This device system delivered baclofen, morphine and clonidine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 8709sc lot# serial# (B)(4), implanted: 2008 (B)(6), product type catheter product ID: 8709 lot# serial# (B)(4), implanted: 2003 (B)(6), product type catheter product ID: 8870 lot# serial# unknown, product type software. (B)(4).